Manufacturer narrative:
(B) (4).

Event description:
It was reported one of the leads did not work and the ins was causing discomfort when the pt went to the gym. The stimulation therapy had been off for 4 years. The pt was seeking a new physician. Additional info has been requested.